Event description:
A thrombotic event was reported after a patient complained of anterior neck pain and was admitted to the hospital. Elevated cardiac enzymes and ECG abnormality were observed. Creatine elevation and q-wave abnormality was observed, but st elevation was not present. Coronary angiography was conducted and thrombus was observed inside a previously implanted 3.0x 28mm cypher at the mid - right coronary artery (rca). An additional 3.0x23mm cypher was also implanted at the mid- right coronary artery which overlapped the thrombotic stent had a circumferential fracture, although there was no restenosis. To treat the thrombus, aspiration and balloon angioplasty using a 2.5 x20mm balloon were conducted. Inflation time and pressure were unknown. An intra aortic balloon pump was inserted and the procedure was completed. The patient was in stable condition.

Manufacturer narrative:
Eight days prior at the index procedure, an elective coronary angiogram was conducted. The target lesion was the proximal, mid and distal areas right coronary artery (rca). The vessel was de novo, eccentric, calcified, ostial and a bifurcated lesion. There was 75% stenosis at the proximal rca and a 100% chronic total occlusion (cto) at the mid and distal segments of the rca. Aha/acc classification of the vessel was a type c. The lesion length was 85mm and vessel diameter was 3.0 - 4.0mm . To treat the distal end of the rca, pre-dilation was conducted with a 1.5 x 15mm balloon. Inflation time and pressure were unknown. The 1st cypher, a 3.0 x 28mm, was implanted at 18atm for 30 seconds at the distal end of the lesion. A 2nd cypher, size 3.0 x 28mm, was implanted at 20atm for 30seconds at the proximal end of the 1st cypher. Then, to treat the proximal end of the rca, pre-dilation was conducted with a 2.5 x 20mm balloon at 10atm for 30 seconds. A 3rd cypher, size 3.0 x 23mm was implanted at 20atm for 30 seconds at the proximal end of the 2nd cypher. And a 4th cypher size 3.0 x 18mm, was implanted at 20atms for 30 seconds at the proximal end of the 3rd cypher. All 4 stents were overlapping each other. Post-dilation was conducted with a 4.0 x13mm balloon at 16atm for 30seconds at the rca ostium. Post-dilatation was also conducted with a 3.5 x20mm balloon at 16atm for 20-30seconds beginning at the proximal and continuing into the distal vessel segment. Timi flow before the procedure was 0 and 3 after the procedure. The residual percent of stenosis was 0. Ivus was conducted. Act's were not measured. Physician's comment: the possible cause of the thrombotic event was because: the patient was working in the farm and had high consumption of alcohol, so maybe he became dehydrated due to those reasons. The patient couldn't take ticlopidine hydrochloride due to a rash. The fractured stent might have had an effect on the thrombotic event. Additional information will be submitted 30 days upon receipt. Please note that this device is distributed outside the united states; however, it is similar to the united states distributed product. This is one of three (3) reports submitted for the same event.